Manufacturer narrative:
The device was not returned for eval. However, there was a packaging lot or batch number provided by the user facility. With this info, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.